Event description:
In 2007, a dr alleged that veneers placed using nexus 3 had fallen off.

Manufacturer narrative:
The pt's veneers were recemented without incident. The actual product used in this incident was tested for adhesive strength test and results were found to be within specifications.